Event description:
It was reported that the stem of this instrument broke during a acl reconstruction. The tip was easily retrieved with a grasper and the procedure was completed with and alternate. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: to date the instrument has not been received at conmed linvatec. A follow up report will be filed upon completion of the investigation.